Manufacturer narrative:
The company service representative examined the system and confirmed system messages in the event log. The fluidics module was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported when the surgeon went onto I/a, they heard a grinding noise coming from the system and the system stopped. A system message then displayed. The nurse tried rebooting the system, but the system would not reboot. The surgeon completed the case by using a simcoe cannula and manually completed I/a. No patient injury was reported. After the surgery, the nurse attempted to reconnect the fittings and recreate the settings, but the machine still wouldn't work.